Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/24/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During the visual evaluation, a crease was observed in the anterior view and a tear was observed within the crease of the implant, measuring approximately 0.2 cm. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 275cc mentor smooth round moderate profile saline breast implant sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation surgery with a 275cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. The left sided deflation was diagnosed by physician. As a result, patient had an explantation on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on (B)(6) 2019, patient underwent bilateral removal and replacement with non-mentor breast implants (srm natrelle) on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).